Event description:
Pt administered procardia xl 10 for hypertension during treatment. Approximately 12 hours later, pt presented at emergency room with black, bloody stool and weakness. Pt admitted to hosp on 05-23-98.